Event description:
It was reported by a healthcare provider that the patient had had two strokes, which may or may not be related to the dbs leads. The caller provided info related to the most recent stroke that happened about a month ago. The patient wasn't presenting with symptoms and "looks good" to the caller. It was reported that the patient had not been seen for any time during the annual check of the ins, but they could use their patient programmer (pp) device and check the ins. Pss provided the physician listings for the (B)(6) area and redirected the caller to the nas to have a local manufacturer representative (rep) paged for possible other hcps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va29z98); product type: 0200-lead; implant date (B)(6) 2020-; brand name activa; product ID 3387s-40 (lot: va29z98); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.